Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an error message displayed during device interrogation. The physician restarted the programmer, and during the impedance measurements, high impedance values were measured several times. It was suspected that there was a memory error due to a bit flip in the ram. A file was sent to the field representative to reset the device. The device remains in use. No patient complications have been reported as a result of this event.